Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer reported that v60 ventilator when unexpectedly it turned off. A patient was being treated with the v60 ventilator for a week. No harm was reported, the patient was placed on another ventilator.